Event description:
The customer obtained higher than expected vitros trop I es results from one patient sample when processed on the vitros eci immunodiagnostic system. Biased results of the direction and magnitude observed may lead to inappropriate physician action. The suspect trop I es value was initially reported to the clinician, and as a result the patient was administered heparin. Corrected reports were issued. There was no report of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. (B)(4)

Manufacturer narrative:
The investigation determined that falsely elevated trop I es results occurred from one patient samples processed on the vitros eci immunodiagnostic system. Ocd service replaced the drd pump barrel assembly, piston spring, and sample metering proboscis liner. The investigation determined that the samples in question were not processed in accordance with the tube manufacturer's recommendations. It is likely that cellular debris, due to poor sample preparation, was present in the affected samples, although this could not be confirmed. A definitive root cause could not be determined. However, pre analytical sample processing or an analyzer related event cannot be ruled out as contributing factors. The root cause of this event is unknown.